Event description:
It was reported that the procedure was to treat a 90% stenosis in the distal right coronary artery (rca) with mild tortuosity and calcification using a femoral artery access approach. After pre-dilatation with a 1.5 x 10 mm balloon at 12 atmospheres (atm), a mini vision 2.5 x 15 mm stent was deployed in the distal rca at 12 atm. While deflating the balloon, an edge dissection was noted in the proximal part of the stent. An unplanned 2.5 x 12 mini vision stent was used to cover the dissection. There were no adverse patient sequelae. The procedure ended with good results and timi 3 flow. There was no clinical significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The reported patient effect of dissection is listed in the multi-link vision instructions for use (IFU) as a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the patient effect and the relationship to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.